Manufacturer narrative:
The customer had not performed calibrations or qc testing prior to the event. Good laboratory practice precludes running and/or reporting patient results when quality control has not been performed. Product labeling for the device documents this requirement. The investigation did not identify a product problem. The user failed to follow the operating instructions.

Manufacturer narrative:
The patient samples were at room temperature, 24 degrees celsius. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable results for 2 patients tested on a cobas b 221<6>roche omni s6 system. From the data provided, 1 patient had discrepant sodium (na), and calcium (ca) results and 1 patient had discrepant na, potassium (k), and ca results. For patient 1: the initial na result was 157.7 mmol/l. The na result from the same patient sample on a different cobas b221 analyzer was 143.8 mmol/l. The initial ca result was 0.856 mmol/l. The ca result from the same patient sample on a different cobas b221 analyzer was 1.128 mmol/l. For patient 2: the initial na result was 155.6 mmol/l. The na result from the same patient sample on a different cobas b221 analyzer was 141 mmol/l. The initial k result was 4.68 mmol/l. The k result from the same patient sample on a different cobas b221 analyzer was 4.0 mmol/l. The initial ca result was 0.858 mmol/l. The ca result from the same patient sample on a different cobas b221 analyzer was 1.11 mmol/l. The "different cobas b221 analyzer" serial number was (B)(4). The results from cobas b211 serial number (B)(4) were deemed correct. The initial results were not reported outside of the laboratory. There was no allegation of an adverse event.